Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a leak coming from the connection between the il tubing and the connector. There was no patient harm.

Event description:
The customer reported a leak coming from the connection between the il tubing and the connector. There was no patient harm.

Manufacturer narrative:
The product has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leak at the connection was confirmed. Functional testing was performed; a leak was observed at the connection between the standalone maxzero and the non-bd bifuse set. Closer inspection of the maxzero under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported a leak coming from the connection between the il tubing and the connector. There was no patient harm.